Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available. The complaint states the patient experienced a permanent out of range. Product was provided for investigation. A visual inspection was performed and no observations were found related to the customer complaint. Global functional testing was performed and passed. The reported unrecoverable loss of antenna passed the threshold could not be confirmed. A root cause could not be determined.